Event description:
It was reported that low pacing impedance and noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the device. External interference was suspected to be the cause. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.